Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat5 aspiration catheter (cat5). During the procedure, the cat5 became buckled while it was being advanced through another manufacturer's sheath for the second pass. The procedure was still successfully completed using the same cat5. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the indigo system cat 5 aspiration catheter (cat5) was kinked approximately 36.0 cm from the hub and ovalized approximately 120.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was kinked. This type of damage typically occurs due to forceful advancement of the cat5 against resistance. Further evaluation revealed the cat5 was ovalized. This damage was likely incidental and may have occurred during removal of the cat5 from the patient. The non-penumbra sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.